Event description:
Caller reports he has experienced terrible skin irritation that makes his skin weep, itch and discolored. He noticed this about two months ago, and it has become unbearable using the sensors. Caller reports he notified the manufacturer, and they are not admitting any changes have been made to the adhesive. Caller would like the FDA to investigate this as other users of this same device are all experiencing skin irritations which makes it impossible to keep the device on for more than 8 days.